Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer. Additionally an invasive procedure revealed insulation damage at the is-1 connector of the transvenous defibrillation lead.